Event description:
It was reported that on (B)(6) 2021, a 22 mm amplatzer amulet left atrial appendage occluder was implanted. On (B)(6) 2021, the patient presented with chest pain. No other symptoms were reported. The patient was found to have a pericardial effusion, and the physician performed a drainage on the same date to resolve this event. The patient is reported to be doing fine following this event and did not sustain any permanent impairment or damage as a result of this event. The cause of the effusion was unknown. No additional information was provided.

Manufacturer narrative:
An event of chest pain and pericardial effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.